Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback, due to clotting of the extracorporeal circuit. The cycler alarmed appropriately. Evaluation of the returned cartridge identified an effluent leak in the disposable effluent fluid path. The occurence of similar leaks has been investigated and appropriate action has been taken to reduce the occurence of leaks. The user's guide includes adequate warnings for the operator to periodically check the system for leaks, as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure increasing caution occurred during a routine hemodialysis treatment. The operator noted a fluid leak in the cartridge. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.